Event description:
It was reported the patients blood glucose level rose to 300 mg/dl while wearing the pod between 1 and 4 hours. Upon investigation, the cannula was found to be damaged.

Manufacturer narrative:
Inspection of the device found the exposed portion of the soft cannula to be flattened. Fluid path test was conducted. Upon manual rotation of the ratchet gear, fluid was found to exit the fluid path as intended, even though the exposed portion of the soft cannula was observed to be flattened. The download data showed that an 0x1c alarm was generated, indicating the pod expiration. It was confirmed that the device ran for 80 hours. It could not be conclusively determined when this damage occurred or if this was linked to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.